Manufacturer narrative:
Device will not be returned for evaluation. A device history record review was not possible as the associated lot/serial numbers were not provided in the report. A f/u report will be filed if more info becomes available.

Event description:
It was reported that the iab was inserted in cath lab, & pt was transported to ICU. A "few hours" later, pump began to emit helium loss alarms. The pump was manually purged to remedy alarm. Initially, this technique was successful, but after "awhile," the alarm continued even after manual purging of the system. The console was exchanged; however, helium loss alarms continued. Iab was removed, & another iab was not inserted. Several attempts to obtain more info were made. There were no reported pt complications.